Manufacturer narrative:
Pump was received with missing segments due to moisture damaged on lcd board. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.(B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer had partial display and could not see the screen. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.